Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the cartridges are filled with 300 units, and the insulin gauge initially displays a fill estimate of 120 units of insulin in the cartridge. Then, the insulin gauge updates to 200 units. There was no impact to the customer's blood glucose level.